Event description:
It was reported that device movement occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was successfully implanted. The next day during routine pre-discharge echo, the watchman device was noted to have shifted proximally. The watchman device was explanted via percutaneous snare. There was no further treatment to the laa. The patient is reported to be fully recovered.